Event description:
It was reported that the patient received a shock. Review of the egms showed inappropriate therapy for svt. The patient was admitted to the hospital and is terminally ill. The physician may program the device off. The system remains implanted.

Manufacturer narrative:
Na